Event description:
On (B)(6) 2013, it was reported that the patient was in the hospital with a blood glucose level of 29 mmol/l (522 mg/dl). The patient received natrium-chloride via infusion due to dehydration and she received insulin via the hospital's infusion device. The patient's infusion device had displayed e4 (occlusion error) multiple times even after changing the device's accessories. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.